Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the pump did not function due to kinked tubing, and reservoir herniation to the groin was confirmed; therefore, the device was replaced in the space of retzius. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404433, serial number: n/a, batch/lot number: 1100796919, model/catalog description: cx preconnect tenacio 21 cm ps, iz, unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, kinked and migration are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of migration is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established and known inherent risk of device was assigned to this investigation.